Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Results of evaluation will be submitted upon completion. No patient information provided.

Event description:
This is a report of blood leaks around the arterial and venous end caps of the dialyzer after 9 reuses. There was approximately 200ml blood loss. Treatment was ended and restarted with a new dialyzer with no other issues.

Manufacturer narrative:
(B)(4). The sample was returned and evaluated. The reported leak was not confirmed, however additional damage identified as crazing (network of fine cracks on the surface of a material) was found and it's unknown if this is related to the reported blood leak. The dialyzer was reported to be reused. The manufacturer's label states the dialyzer is for "single use." Per instructions for use, "this product is intended for single use only." In addition, the unit label contains the symbol indicating the product is for single use only.